Manufacturer narrative:
(B)(4). The initial log findings show no programming issues that would account for the overinfusion. Request was made to the customer to return the device for further investigation. To date, the device has not been received. A follow up report will be submitted with failure investigation results when the investigation is completed.

Event description:
Customer reported that the nurse hung an IV of 850 ml of dextrose with 150 meq (ml) of sodium bicarb to infuse at 100 ml/hr. At 12:30 am on friday, (B)(6) 2013 the pump alarmed displaying empty bag. The IV should have infused over 12 hours." The customer requested a log review to check programming. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.